Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. X-rays provided and reviewed by a third party hcp notes no abnormality of the left total hip arthroplasty. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 13-104050 ¿ m/h radial shell ¿ 180880, 51-106100 ¿ taperloc stem ¿ 2961666, ep-108323 ¿ e-poly liner ¿ 806660. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 7 years post implantation due to unknown reasons. The femoral head component was removed and replaced with a longer implant. Attempts have been made and additional information on the reported event is unavailable at this time.